Event description:
It was reported that open reduction was performed to correct anterior dislocation between the femoral head and the pe insert, which was detected on the x-rays after surgery.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.